Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to wound dehiscence. The explanted device components will not be returned per facility policy. Additional information was received that the wound dehiscence was not device related.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to wound dehiscence. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI: upn: m365sc2408560 model: sc-2408-56 serial: (B)(6). Batch: 7082605/7082645.